Event description:
Procedure: lung biopsy. According to the reporter: some staples (about 3cm in length) were not fired on one side of the tissue. There was some additional bleeding the amount of which is unk. There was no additional tissue loss. Tissue repaired via manual sutures with a case delay of about 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 04/02/2008.